Event description:
Tech alleged the siderail would not latch. No pt impact.

Manufacturer narrative:
The tech found the siderail end tube had broken from metal fatigue. The tech replaced the broken right siderail end tube and rivets to resolve the issue.